Manufacturer narrative:
The technician found that when the brakes were engaged the casters did not hold due to worn casters. He replaced the casters to repair the bed.

Event description:
Information received indicates the brake and steer casters are not holding.